Manufacturer narrative:
No customer returns were available. Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity c sodium result of 177.5 mmol/l for a patient sample (ID (B)(6)) that retested at 139.7 mmol/l. No adverse impact to patient management was reported.